Event description:
On (B)(6) 2021, total knee revision with depuys attune knee implant. Poor recovery, range of motion, swelling, heat, pain were still present 6 months post op. On (B)(6) 2023, bone scan confirmed loosening of both the femoral and tibial components. Revision is scheduled for (B)(6) 2023.